Manufacturer narrative:
The ge representative conducted an on-site investigation. The interconnect cable was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the left monitor on the 9800 system had been flickering intermittently. No patient injury was reported.